Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The hub and clamp had been avulsed from one of the 18g lumens whilst the patient was receiving IV fluids leaving the patient disconnected from the IV fluid set. A knot was tied in the open lumen and the central line was subsequently removed from the patient.

Event description:
The hub and clamp had been avulsed from one of the 18g lumens whilst the patient was receiving IV fluids leaving the patient disconnected from the IV fluid set. A knot was tied in the open lumen and the central line was subsequently removed from the patient.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo for analysis. Visual inspection of the photo confirmed that the medial extension line had been separated from its luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of an extension line/luer hub separation was confirmed by the customer returned photo. The photo revealed that the medial luer hub was missing from its extension line. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.